Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the senior perfusionist that the hospital exchanged the lvad due to pump end of life.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without any further issues. The explanted device was discarded by the hospital at the time of the device exchange. No further information is available at this time. A supplemental report will be submitted when the event analysis is complete.